Event description:
It was reported that the health care professional (hcp) was questioning about undersening as seen on the presenting. Technical services (ts) reviewed and stated that the patient with this pacemaker device was in atrial fibrillation (af) and after they mode switch, the atrium went silent. The patient was recently seen in the clinic due to undersensing on the right atrial (ra) lead. This device remains in service. No adverse patient effects were reported.